Event description:
During an angioplasty procedure, this balloon ruptured during its initial inflation, with an indeflator. The patient's age and gender are unknown. The vessel was heavily calcified. The rate of stenosis is unknown. It is unknown where the physician made access to the patient. The physician had no difficulty accessing the lesion with the guidewire. After proper inspection and preparation, the balloon was advanced to the lesion to perform dilatation to the lesion. Upon inflation with an indeflator, the balloon ruptured (atmospheres unknown). Therefore, the balloon was carefully withdrawn out of the patient's body. There is no information as to how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that the balloon ruptured. The intended procedure was angioplasty of an unknown lesion. The vessel was heavily calcified. The slalom thrill balloon catheter was positioned at the target lesion and inflated with an indeflator; however, the balloon ruptured at the unknown atmosphere. It is unknown if difficulty was encountered as the catheter was advanced to the lesion or while crossing the lesion. It is unknown if the balloon was inflated above rated burst pressure. The device was not returned to MFR for analysis. Therefore, it could not be confirmed if there was evidence of surface abrasions on the outer surface of the balloon material that might have caused the rupture. In this case, vessel characteristics likely contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.